Event description:
"At the end of a tavi procedure (transcatheter aortic valve implantation) by the femoral artery in a patient of (B)(6), the pigtail probe is broken into the iliac branching. The distal end of the probe was probably taken in a loop of the suture of proglide arterial closure system (abbott). The patient has a foreign body in the left common iliac artery. Radiological monitoring will be carried out one month during the valve control."

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a transcatheter aortic valve implantation procedure, the pigtail portion of a supertorque marker catheter broke off into the iliac branching. The patient has a foreign body in the left common iliac artery and radiological monitoring will continue to be conducted during valve evaluation. The access approach was through the femoral artery, and the account noted that the distal end was probably compromised when a loop of the suture from the proglide closure device was being deployed. One non-sterile unit of a diagnostic endovascular catheter mb 5f pig 110cm 6sh was received coiled inside a plastic bag. The catheter presented a separation condition on its distal tip end. The pig tail section of the tip was not received for analysis. No other anomalies were found. The catheter od and ID were measured near to kinked condition and results were found within specification. Since no other samples were returned, no pull test could be performed for this functional analysis. Sem results showed that the catheter presented evidence of elongations. These conditions found could be related to tension forces, pulling, or stretching until separation. No other anomalies were found during sem analysis. Review of lot 17131032 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure by the customer ¿catheter (body/shaft) / separated-in patient (peripheral)¿ was confirmed due to the condition of the returned device. The exact cause of the separation could not be determined. Based on the information available for review, procedural factors (¿probe was probably taken in a loop of the suture of proglide arterial closure system¿) may have contributed to the separation as reported by the account and evidenced by elongations noted during analysis. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the DHR nor the product analysis suggests that the reported event could be related to the design or manufacturing process. Therefore no corrective or preventative actions will be taken.

Manufacturer narrative:
The preliminary evaluation indicates the "distal tip detached and not included." Analysis of the device is pending and will be submitted within 30 days upon receipt.